Event description:
This pt reported pain over the implant site that radiated to the rest of her head. This pain was intermittent and only with the processor on. Diagnostic testing did not show any fault with the device. The surgeon explanted the device (date unk). It has not been reported to cochlear if the pt was reimplanted.